Event description:
It was reported that on (B)(6) 2008 the patient underwent stenting in the proximal right coronary artery with two xience v stents (2.5x23 and 2.75x18). On (B)(6) 2008, the patient underwent a staged stenting procedure in the distal left circumflex coronary artery with one xience v stent (2.5x23). On (B)(6) 2012, the patient reportedly had a massive heart attack and expired. There was no hospitalization. There was no autopsy. There was no additional information provided.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: stent: xience v 2.75 x 18, xience v 2.5 x 23; other: clopidogrel, aspirin. There was no reported product deficiency. The reported patient effects of myocardial infarction and death are known observed and potential adverse events as listed in the xience v / xience nano everloimus eluting coronary stent system electronic instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.